Event description:
It was reported that the patient presented via remote transmission. Review of transcripts revealed that the right ventricular lead was oversensing noise. There was no intervention performed. The patient was stable throughout the event.

Event description:
New information noted that the patient's lead continued to oversense noise. The patient felt dizzy due to inhibition of therapy. Programming changes were made to resolve the issue.